Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment for an iliac artery aneurysm using gore® excluder® iliac branch endoprosthesis devices. Gore® excluder® iliac branch endoprosthesis devices were implanted in the left iliac artery. It was planned that, at the next procedure, gore® excluder® aaa endoprosthesis devices and gore® excluder® iliac branch endoprosthesis devices (to be implanted on the right side) would be implanted on (B)(6) 2026, the patient underwent a planned endovascular treatment for an abdominal aortic aneurysm and an iliac artery aneurysm using gore® excluder® aaa endoprosthesis devices and gore® excluder® iliac branch endoprosthesis devices. After gore® excluder® iliac branch endoprosthesis devices were implanted in the right iliac artery, a trunk ipsilateral leg endoprosthesis was implanted. A contralateral leg endoprosthesis was then implanted in the left common iliac artery by pushing it upward during deployment, followed by another contralateral leg endoprosthesis implanted in the right common iliac artery. After all devices were implanted and a touch-up was performed, angiography revealed that the trunk ipsilateral leg endoprosthesis unintentionally covered approximately 80% of the right renal artery. It was reported that the blood flow of the right renal artery was still observed. A gore® viabahn® vbx balloon expandable endoprosthesis was implanted in the right renal artery. The physician suggested that the trunk ipsilateral leg endoprosthesis might have been moved proximally when the contralateral leg endoprosthesis was implanted in the left common iliac artery with an upward-pushing technique.

Manufacturer narrative:
Emdr section h6, codes d1101 updated to reflect results of investigation. The instructions for use (IFU) warns against attempting to change the location of the endoprosthesis once it has started to be deployed. Therefore, the cause of the reported failure mode, is attributed to the upward-pushing technique while implanting the contralateral leg.